Manufacturer narrative:
A2: age at time of event: above 18 years and older. Implant date and device code updated.

Event description:
It was reported that a patial deployment and stent fracture occurred. Vascular access was obtained via the femoral artery. The 70% stenosed, 6.5mm x 80mm, concentric target lesion was located in the non-tortuous and non-calcified superficial femoral artery. A 7x100x120mm epic stent was selected to use for treatment. After reaching the lesion, the physician started to deploy the stent. However during deployment, it was noticed that the distal portion of the stent was fractured and was entangled with the stent struts and the stent was not able to deployed completely. The device was then removed along with the stent from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, it was further reported that the stent struts were damaged and not fractured as what was previously reported. The stent was deployed and the delivery system was removed. Finally, one more stent was placed distal to the stent.

Event description:
It was reported that a partial deployment and stent fracture occurred. Vascular access was obtained via the femoral artery. The 70% stenosed, 6.5mm x 80mm, concentric target lesion was located in the non-tortuous and non-calcified superficial femoral artery. A 7x100x120mm epic stent was selected to use for treatment. After reaching the lesion, the physician started to deploy the stent. However during deployment, it was noticed that the distal portion of the stent was fractured and was entangled with the stent struts and the stent was not able to deployed completely. The device was then removed along with the stent from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, it was further reported that the stent struts were damaged and not fractured as what was previously reported. The stent was deployed and the delivery system was removed. Finally, one more stent was placed distal to the stent.

Manufacturer narrative:
A2: age at time of event: above 18 years and older. Device evaluated by MFR.: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the stent is outside of the device and deformed. There are kinks to the inner liner 4cm, 2.7cm and 2cm from the tip. The inner liner is flattened at 2cm from the tip. Microscopic examination revealed that the stent is fractured. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the stent is fractured but could not confirmed the partial deployment.

Manufacturer narrative:
Age at time of event: above 18 years and older.

Event description:
It was reported that a partial deployment and stent fracture occurred. Vascular access was obtained via the femoral artery. The 70% stenosed, 6.5mm x 80mm, concentric target lesion was located in the non-tortuous and non-calcified superficial femoral artery. A 7x100x120mm epic stent was selected to use for treatment. After reaching the lesion, the physician started to deploy the stent. However during deployment, it was noticed that the distal portion of the stent was fractured and was entangled with the stent struts and the stent was not able to deployed completely. The device was then removed along with the stent from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.